Event description:
It was reported that the pt was unable to adjust stimulation. A "call your doctor" icon was displayed. A power-on-reset condition was reported. The pt was unable to clear the condition, which occurred on the same day as implantation.

Manufacturer narrative:
(B)(4).